Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs162¿ loss of prime warnings due to low non- zero force. The battery compartment and cap were undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly. No ¿cs162¿ warning or any error occurred during the investigation. Investigators were unable to duplicate the ¿loss of prime¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.